Manufacturer narrative:
The complaint was confirmed for twist and broken tip. Examination confirms a torsion fracture. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an operation to remove a screw that was implanted 10 years ago. The surgeon was using hex non-cannulated screwdriver, ar-1995shn. As the surgeon turned the driver, the tip of the driver became damaged and broke off inside the head of the screw. The tip was unable to be retrieved and the surgeon ended the operation. No further details. Additional information has been requested. Additional information provided on 10/3/2018: the surgery was aborted and the screw was left in. The reporter has no information as to if or when the surgery will be scheduled.